Manufacturer narrative:
Results: timing linking.

Event description:
It was reported by service report that the bed head left siderail timing link was broken. The service report notes do not indicate if there was patient involvement or adverse consequences reported.